Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and often required multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to press the button with specific techniques and ultimately decided to replace the pump. The customer was advised to continue using the current pump temporarily and was instructed on how to put it into storage mode before returning it with a pre-paid label.